Event description:
An optometrist reported a case of trace dlk (diffuse lamellar keratitis), observed on one left eye, a day after lasik surgery. Pt was reported to be asymptomatic. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).